Event description:
Customer called in to report hospitalization for diabetes ketoacidosis. Customer was vomiting and losing consciousness. Customer had been placed on insulin drip while in hospital. Blood glucose level was 483 mg/dl at time of hospitalization. The current blood glucose reading is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.